Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker india; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The technical service report is attached (see comm log), and indicates: touch panel & switch not working. Probable root cause: - front board - u10 failure - touch screen - main board - jaw assembly - power supply - leds - tilting - light pipe - fans - ac inlet board - ac inlet filter - button rod - chassis - workmanship - inadequate air flow - inadequate calibration - use errors.

Event description:
It was reported that the procedure had to be converted to open procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the procedure had to be converted to open procedure.